Event description:
This male had video assited thoracoscopic resection of lul and mediastinal lymph node dissection. During the 2nd and 3rd reload and while stapling across the pulmonary artery, the stapler misfired causing excessive bleeding and blood loss. This is 2nd one in 1 month.